Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition, there was water invasion and corrosion inside the air pump tubing, corrosion was noted on the bottom chassis, and noted bad scope socket (locking mechanism not protecting the pins). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the light source lamp went out and error e102 occurred (¿please check examination light¿). The customer replaced the bulb and was getting the same error. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined, however it is likely the light source device failure caused by water invasion. Olympus will continue to monitor field performance for this device.